Event description:
The rotator broke during a left ventriculogram procedure at 700 psi. The incident occurred three (3) times in a row. All devices were discarded at the hospital. No report of harm or injury. This is one of three reports for this complaint - 1721504-2010-00370, 1721504-2010-00371.

Manufacturer narrative:
Device eval: the customer is not returning the suspect device for eval/investigation. Complaint is not confirmed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. The device history record review revealed that the high pressure stopcock used in this kit was built before implementation of corrective actions for the rotator collar to rotator housing bond. The root causes of the failure are attributed to the mfg bonding process. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval, method: device history record was reviewed. Complaint database was reviewed.